Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned devices. Based upon available evidence, engineering concludes that the claim of tissue extrusion cannot be confirmed, and the stapler likely deployed staples and performed as intended. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the physician found that the tissue was pushed outward after the second fire. Then the blade was removed but the staples did not deploy, resulting in more than anticipated blood loss. Due to this problem, the original endoscopic procedure was changed to an open procedure. The physician sealed the tissue manually later. The last known status is that the patient is stable. The product was tested prior to use. Surgical time was extended by more than 30 minutes.